Event description:
Tgs uka device(s) implanted on (B)(6)2010. Patient presented for follow up at clinic on (B)(6)2010 with a painful knee. On examination, appeared to be a tibial plateau collapse. Patient was put on limited weight bearing for several weeks and re-evaluated. Tgs unicompartmental was converted to a total knee on (B)(6)2010.

Manufacturer narrative:
Product was not returned for evaluation. Complaint history shows no other reports against this manufacturing lot. Investigation indicates that product met specifications. No evidence was found suggesting product contributed to tibial collapse, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.